Event description:
The patient was in the doctor's office and used the suspect device to check their blood glucose. A result of 424 mg/dl was obtained. They were sent to the e.r. And a lab test was performed. The lab result was 200 mg/dl. They were admitted and treated with insulin. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.